Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone17.3. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose (bg) levels were too high and the personal diabetes manager did not register the levels. The patient stated that they were between 500 mg/dl and 800 mg/dl while wearing the pod on their abdomen between 4 and 24 hours. The patient¿s symptoms included feeling dizzy, nausea, blurred vision, and vomiting several times. On (B)(6) 2026, the patient sought medical attention. Prior to going to the hospital, the patient removed the pod and placed a new pod. The patient was diagnosed with high bg levels and was treated with intravenous fluids, sigma blood, and the hospital ran additional tests. The patient remained in the hospital for 4 & ½ hours.